Event description:
It was reported to philips that an error was detected during a self-check. There was reportedly no patient involvement. The customer declined service and the case was cancelled. The customer declined service and the case was cancelled, the cause of the malfunction was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that an error was detected during a self-check. There was reportedly no patient involvement.